Event description:
Patient undergoing complex cataract extraction, phacoemulsification and lens implant. When the micro tip was attached, it did not sound right. When problem solving did not resolve the tip was replaced with a new one. At that time the cutting tip was noted to be broken, completely missing the curved end...